Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor breast implant and experienced postoperative left-sided anisomastia and cutaneous contour deformity. On (B)(6) 2020, the patient noticed that her left breast size was decreased during taking shower. In addition, the patient reports that she can feel hardness of the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 22-jul-2020, mentor received additional information regarding the condition of the suspected medical device, and revision surgery. Healthcare professional reported that the diagnosis of left-sided deflation was confirmed. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. Review of additional information indicates that the reported device is not a mentor device and was manufactured by another company. The relevant fields have been updated. Manufacturer's reference number: (B)(4).